Event description:
It was reported that three years two months and twenty-two days post port placement via the right subclavian, contrast medium allegedly leaked near the insertion site. It was further reported that the catheter was allegedly broken. Reportedly, the distal catheter segment migrated to the pulmonary artery. The distal catheter segment and the port body were removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI powerport isp implantable port attached to the groshong catheter in two segments was received for evaluation. Visual, microscopic, functional and tactile evaluations was performed. A complete circumferential break was noted on the distal end of the attached catheter and the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential breaks were noted to be uneven. The surfaces were noted to be round and smooth in one region and granular in the other region. The port body was patent to both infusion and aspiration without issue and no leaks were observed throughout tests. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified deformation and naturally wear issues. However, the investigation is inconclusive for the reported migration and leak issues as no evidence of leak and migration was provided for the review. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2022), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years two months and twenty-two days post port placement via the right subclavian, contrast medium allegedly leaked near the insertion site. It was further reported that the catheter was allegedly broken. Reportedly, the distal catheter segment migrated to the pulmonary artery. The distal catheter segment and the port body were removed percutaneously. The current status of the patient is unknown.